Event description:
It was reported that after a laparoscopic appendectomy procedure, seven days post-surgery, the pediatric patient was taken back to the operating room. The surgeon noticed the staple line was edematous and bleeding. It was thought by the surgeon that possibly there was a nickel allergy. Case completed by creating a new staple line. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: was the patient tested for metal allergies? How did the patient present? Were there any issues noted in staple formation in reoperation? What color cartridge was used in initial procedure? What led the surgeon to believe that this was a result of a metal allergy?